Event description:
It was reported that the symptomatic patient presented to the ER with near syncope, lightheadedness, and generalized weakness. The device was post-paced t-wave oversensing. Recommended programming changes were made. The patient was seen in clinic for a routine follow-up and had no further complaints.